Event description:
It was reported that while using the fiber during a photo-selective vaporization of the prostate procedure, the fiber was found to be faulty and only worked randomly. After several checks of the fiber connections, the fiber operated for a short time but then stopped working. The surgeon found that the end of the fiber was broken and it was impossible to continue with the procedure using the fiber. The fiber was replaced and the surgery was completed with another of the same fiber.

Event description:
It was reported that while using the fiber during a photo-selective vaporization of the prostate procedure, the fiber was found to be faulty and only worked randomly. After several checks of the fiber connections, the fiber operated for a short time but then stopped working. The surgeon found that the end of the fiber was broken and it was impossible to continue with the procedure using the fiber. The fiber was replaced and the surgery was completed with another of the same fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap to be detached and returned. The glass cap exhibited severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The outer flow tubing open end exhibited minor scratch marks and mild contamination, likely biologic and signs of melting. The fiber was tested with hene laser fixture, aiming beam was present at fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.